Event description:
The facility reported that the small battery drive turns on by itself. It was also reported that the event did not occur during a surgical procedure and there was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. (B)(4). The reporters complaint that the device turns on by itself was confirmed. The device was tested and the complaint was duplicated. It was also noted that the device has a sticky trigger. The evidence indicates this is due to usage and wear over time. Placeholder.